Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle jammed inside the customer's expressew iii autocapture+. The sales rep stated that the gun had passed the needle several times before the devices became jammed. The sales rep stated the expressew iii needle is broken because they tried to remove it from the autocapture+ gun. The case was completed with other like-devices with no patient harm or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary - after multiple attempts to retrieve device return information, no information was provided, therefore device will not be available for a physical evaluation. This complaint is not confirmed. It was reported the needle jammed in the expressew gun, however it was noted the needle passed several times before becoming jammed in the gun. Additionally, the needle was reported to be broken due to the attempts from the use to remove the needle from the gun through using tools. No further information regarding the procedure or the device used has been provided to determine a root cause for the needle to jam. The DHR review indicated that this batch of 640 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> DHR review part number: 214141 supplier lot number: 46855 qty of lot: 640 manufacturing date/release to warehouse date: 05/22/2018 expiration date: 04/2020 supplier: classic wire cut manufacturing site: valencia, ca USA no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H11 corrected data: concomitant medical products: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).